Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 400 mg/dl; cause was not known. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered; bg/dka were resolved. Customer was discharged on 05/16/2019 with no permanent damage. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.